Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, s1 instrumentation using viper2 was done for a female patient with lscs. During rod placement, the extension on the screw came off. The surgeon re-tried after replacing the screw and extension, but the second extension came off too. He replaced them again and then succeeded in placing a rod without the third extension coming off. Due to the incident, the procedure was extended for 30 minutes. Complaint is a reportable malfunction. Alert date (B)(6) 2015. Decision tree is reassessed and complaint determined to be reportable based on initial evaluation of returned product. Device was returned. It was observed that the saddle is raised. It is unknown if this malfunction occurred during initial screw placement or resulted during the removal of the screw. The saddle remained in tact to the screw. However, device breakage of this nature has been known to result in a portion of the broken hardware remaining in the patient. However, intra-operative hardware breakage has been known to result in a delay of more than thirty minutes and/or a portion of the broken hardware remaining in a patient

Manufacturer narrative:
Visual inspection of the returned screw found the saddle had been raised into the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the saddle being forced upwards into the tulip head cannot be confirmed by the sample and the information provided. A potential root cause may be the saddle being forced upward into the tulip head due to unexpectedly high forces placed on it during the course of insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.